Manufacturer narrative:
PMA/510(k) #: k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a laser of kidney stones procedure, the customer opened the laser fiber package and the fiber was broken and damaged. They just wiped the product over. It was not used on a patient. No additional procedures were required due to this occurrence. The patient did not experience any adverse effects.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Method codes: 4114, device not returned. H6 : conclusion codes: 4135, cause not established. Investigation evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, quality control data, and trends. The device history records were reviewed for lot number 8653286 and noted there are no conformance. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8653286. A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Per the instructions for use (IFU), precaution section: never subject fiberoptic to sharp bends in handling, use, or storage. Discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Without the device returned for inspection and analysis, the cause for the broken fiber could not be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.